Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the functional software was updated which resolved the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). Investigations findings to date indicate the reported malfunction occurred during priming (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated the reported issue. The plant investigation is in process. A supplement MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported a saline bag back filled during priming of the machine. A patient was not connected to the machine at the time of the incident. The unit was removed from service, and the biomedical technician updated the software with a cde kit to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The machine has been returned to service at the user facility without a recurrence of the event as reported.